Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated troponin (accu tni) result that was generated by the unicel dxc 600i synchron access clinical system for a single patient sample. A patient sample was tested for accu tni and a result of 10.58 ng/ml was obtained. The elevated result was reported out of the lab. The original sample was re-tested and repeated, accu tni result was 0.02 ng/ml. There was no effect to the patient treatment as a result of this event.

Manufacturer narrative:
The specimen type was plasma. Qc was in range prior to and following the event. Based on provided data, a system check was performed in 2008, which failed due to system error. It is not known if the system check was repeated or if any troubleshooting was performed in regards to the failing system check. Based in 2008, maintenance log, the customer was past due for weekly maintenance at the time of the event. Per the operator's guide, weekly maintenance is required to be performed once every 7 days. A field service engineer (fse) was dispatched to the customer's lab: the fse performed a diagnostic testing which passed. A clear root case cannot be determined from the information supplied to date. A malfunction will be assumed for the purpose of this report.